Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the nurse replaced the tubing on a propofol infusion of unspecified concentration, running at 25 mcg/hr. The nurse restarted the infusion and assessed the patient noting he was over sedated. This prompted her to pause the channel. She noted the fluid was running quickly in the drip chamber and then engaged the roller clamp. The nurse noted that the door appeared slightly ajar when in use. The ventilator rate was increased temporarily and there were no lasting effects for the patient.